Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak on the no foam line of the unicel dxc 800 pro synchron clinical system. Per customer, it was a very small leak. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that fitting on side of bottle was loose and put clamps on all lines, cleaned the hydro area and primed. No leak was observed and customer is to monitor closely for additional leaks.